Event description:
During an exam the catheter made a hissing sound and was leaking. The injection in the patient was not as vigorous as it normally should be. The device was replaced with another from the same lot and the procedure was completed safely. No harm or injury reported.

Manufacturer narrative:
Device evaluation - the device was discarded by the customer. The device history record was reviewed and found no exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. Without the suspect device it is impossible to determine a root cause for the reported failure. No conclusion can be made. The complaint data base will continue to be monitored for this type of failure. Method - the device history record was reviewed, the complaint data base was reviewed. Conclusions - no conclusion can be drawn.